Manufacturer narrative:
(B)(4). Insulin pump received with an error loop during boot up, problem isolated to the mother board. Unable to perform self test and displacement test due to error alarm.

Event description:
The customer reported via phone call that the insulin pump had external flash crc error. The customer¿s blood glucose was 142 mg/dl at the time of incident. Customer reported that they were able to clear the alarm and able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.